Manufacturer narrative:
The investigation on two patient samples verified the user's results from the elecsys. The elecsys results were further confirmed by tests on a siemens centaur. All results are clearly above the stated reference range. No interferences were identified. Based upon investigation, the results on the elecsys 2010 appear to be correct. No adverse events were reported.

Event description:
Abbott field service replaced the cell-dyn sapphire bottom sensor per fa05apr2010 while inspecting the analyzer for another issue the customer had called for. No impact to patient results or patient management was reported.

Event description:
The user stated they have a pt who repeatedly had a major discrepancy in alpha-fetoprotein results when compared to another methodology. Only data for one event on (B) (6) 2009 was provided. The initial result was 102.6 ng/ml and the result from the dpc immulite was 4 ng/ml. The same sample was tested on (B) (6) 2010 on the dpc immulite with a result of 4 ng/ml and on (B) (6) 2010 on the e module with a result of 102.7 ng/ml. The erroneous result was reported, but the user stated the status of the pt was unk and they would not be able to provide any data. If additional info is received, appropriate notification will be provided.